Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump intermittently miscalculated multiple boluses. There was no reported impact to the customer's blood glucose (bg) level. The customer declined to perform further troubleshooting with tandem technical support.